Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test and displacement test or verify e13/a13 alarm, audio/vibrate anomaly/absence of alarm and blank display due to full segment display. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and torn keypad overlay. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a watchdog timeout alarm and had black display. Customer stated the battery was changed, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.